Manufacturer narrative:
(B)(4).

Event description:
Per the patient's clinic, the device was explanted on (B)(6), 2010 due to an electrode failure. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4).